Event description:
It was reported by service report that the footboard does not work and the footboard connectors are broken. Customer could not determine if there was pt involvement or if there were adverse consequences to report.